Manufacturer narrative:
MDR 2517506-2019-00488 was filed 20-dec-2019. MDR 2517506-2019-00489 was filed for the same event on 20-dec-2019. Additional information (14-jan-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed cardiac troponin I (tni) result on a dimension exl with lm instrument. The instrument was removed from the non-siemens water purification system and placed on the purified water distributed by siemens for use on the dimension exl. This resolved the imprecision. Hsc has monitored the customer account for three weeks with no further recurrence. The cause of the imprecision with the troponin I assay was determined to be the non-siemens water purification system that was used to supply water to the dimension exl instrument. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. MDR 2517506-2019-00489 supplement 1 was also filed for the same event.

Manufacturer narrative:
MDR 2517506-2019-00489 was filed for the same event. The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely depressed cardiac troponin I (tni) patient result was obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant depressed cardiac troponin I (tni) result was obtained on a patient plasma sample on a dimension exl with lm instrument. The discordant result was reported to the physician. The same sample was reprocessed the next day on an alternate dimension exl instrument, a higher correct result was obtained and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant cardiac troponin I result.